Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not accurately suspend insulin therapy; however this could not be confirmed as customer was unable to upload pump data for review by tandem technical support. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 30mg/dl, resulting in a stroke and a diabetic coma. The cause was unknown; however review of the pump history by tandem technical support showed a 60 unit bolus was delivered by the customer. Subsequently, customer was hospitalized. No information was provided regarding type of treatment received, release date, or if any permanent damage was sustained; however customer indicated that the issue was resolved. The customer acknowledged the pump was functioning as intended.